Event description:
It was reported that a patient underwent an unknown ophthalmology procedure on (B)(6) 2021 and suture was used. Upon evaluation, additional suture sample was received in pieces. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number and no non-conformances related to the reported complaint condition were identified. Summary: upon visual inspection of the returned sample, the suture was received in pieces, damages at the surface, in addition the ends were observed broken due to stress applied. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument and functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Representative samples: three unopened samples, an opened overwrap with an empty folder, and an empty opened overwrap of product code 768g were returned for analysis. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result was above the minimum requirements. Additional information was requested, and the following was obtained: what was the initial procedure? It was ophthalmology surgery, unknown. The following information was requested, but unavailable: what was used to complete the procedure? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.